Manufacturer narrative:
The alp2 reagent lot number and expiration date were not provided. Qc was acceptable on the day of the event. A month earlier, a couple of probes were changed, the photometer lamp was exchanged, and all special wash programming was installed. The field service engineer (fse) visited the customer's site on 12-mar-2024 and changed the optical cannon and the recirculation fan. The service actions (changing the optical cannon and the recirculation fan) resolved the issue. The root cause was consistent with a hardware issue.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with alkaline phosphatase gen.2 (alp2) assay on a cobas integra 400 plus analyzer when compared to a different cobas integra 400 plus analyzer. Sample 1: initial result: 486.1 u/l. 1st repeat result: 153.6 u/l. 2nd repeat result: 150.7 u/l (tested on another integra). Sample 2: initial result: 155 u/l. 1st repeat result: 82 u/l (tested on another integra). 2nd repeat result: 88 u/l. No questionable results were reported outside the laboratory and the samples were repeated. The repeat results were deemed to be correct.